Event description:
It was previously reported the patient experienced tingling and ¿a unique stimulation sensation in his brain when he has a different posture movement."

Event description:
It was reported that a patient experienced a "buzzing" sensation in the right hemisphere of his brain and a shocking sensation in his left arm when he would bend forward or to the left. This began after the patient had their battery replaced and an adapter was added. All of the impedances were "normal" except the 0-2 circuit which was 11 ohms, indicating a short. When pressure was applied to the implantable neurostimulator (ins) the impedance was 1409 ohms. This suggested that "something might be loose". Pressure was released from the ins and the impedance was 26 ohms, under normal limits again. On (B)(6) 2012, the impedance measurement was 1395 ohms, which was within normal limits. The doctor had planned to do an x-ray on the patient to see if there were any loose connections. Three days later, it was reported that the patient had a revision surgery where both extensions were replaced due to the appearance of insulation erosion. X-rays were done, but they proved to be inconclusive. Pushing down on the ins caused the impedance reading of 23 ohms on circuit 0-2. Other impedances were "ok". The cause of the issue appeared to be erosion of the left extension. The replacement happened on (B)(6) 2013. Post-operation impedances were tested at 3.0v and all of them were "ok". No further information was provided. Refer to manufacturer report #3004209178-2013-02515 for information on a related event.

Manufacturer narrative:
Product ID, 748266 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748266 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 3387-40 lot# j0417922v, implanted: 2004 (B)(6), product type lead product ID, 3387-40 lot# j0424970v, implanted: 2004 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of extension model # 748266 (lot # nhu028942v) showed extension body cut through, product segmented; no significant anomaly. Final analysis of extension model 748266 (lot # nhu028943v) showed extension body outer insulation breached depression. Final analysis of adaptor model # 64002 showed no anomaly found.

Event description:
Additional information received reported the patient recovered without sequelae after the device was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.